Event description:
It was reported that loss of telemetry was noted on the patient¿s pacemaker (pm). A merlin on demand transmission was not received by the clinic. The patient presented in-clinic for follow up and the device was interrogated normally. No changes or intervention was performed. There were no patient consequences.